Event description:
It was reported that, for a cori tka lab, since the previous night, the system has repeatedly shut itself down and would show the user manual icon. They tried a new cord and different power sources, and the system would boot up and fans would run, but it would shut down after about 2 minutes. No patient was involved.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial (B)(6) and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A performance verification was performed and passed. A case was run without any issues. The console did not shutdown at all during testing. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Potential contributing factors could be a loose/no connection between the power strip and cori console. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.